Manufacturer narrative:
(B)(4). Returned product consisted of a liberte sds with stent. The balloon was tightly folded with the stent secured on the balloon. Microscopic examination revealed that first proximal row of stent struts were flared and bent. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts of the device and in the hypotube. Microscopic examination presented no damage or irregularities to the tip. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 14-mar-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery. A 2.75mm x 8mm liberte stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.